Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics was noted. The pump was received with scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 24.5 mmol/l. The customer treated the high readings with syringes. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that the button was not pressed for longer than 3 minutes. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.